Manufacturer narrative:
D1: brand name updated to watchman fxd curve access system. D4: model number updated. D4: catalog number updated. Detailed product information was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. An unknown watchman access system (was) was selected to be used. The physician performed the transseptal puncture and inserted the was into the left atrium of the patient. Shortly after the transseptal puncture was performed the patient became significantly hypotensive. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion present but did show the anterior wall motion of the heart to be stunned and slow. The patient began experiencing st segment elevations and the physician removed all the devices from the patient. The patient began receiving CPR and the patient was noted to have a pulse but still have severe hypotension. A heart catheterization was performed which showed the arteries to be spasmed down. The patient was given medication and the arteries all opened up except the left anterior descending artery which the patient came back for intervention on a couple days later. There were no other complications that were reported to have occurred.

Manufacturer narrative:
Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. An unknown watchman access system (was) was selected to be used. The physician performed the transseptal puncture and inserted the was into the left atrium of the patient. Shortly after the transseptal puncture was performed the patient became significantly hypotensive. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion present but did show the anterior wall motion of the heart to be stunned and slow. The patient began experiencing st segment elevations and the physician removed all the devices from the patient. The patient began receiving CPR and the patient was noted to have a pulse but still have severe hypotension. A heart catheterization was performed which showed the arteries to be spasmed down. The patient was given medication and the arteries all opened up except the left anterior descending artery which the patient came back for intervention on a couple days later. There were no other complications that were reported to have occurred.

Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. An unknown watchman access system (was) was selected to be used. The physician performed the transseptal puncture and inserted the was into the left atrium of the patient. Shortly after the transseptal puncture was performed the patient became significantly hypotensive. Transesophageal echocardiogram (tee) imaging showed no pericardial effusion present but did show the anterior wall motion of the heart to be stunned and slow. The patient began experiencing st segment elevations and the physician removed all the devices from the patient. The patient began receiving CPR and the patient was noted to have a pulse but still have severe hypotension. A heart catheterization was performed which showed the arteries to be spasmed down. The patient was given medication and the arteries all opened up except the left anterior descending artery which the patient came back for intervention on a couple days later. There were no other complications that were reported to have occurred.

Manufacturer narrative:
D1: brand name updated to watchman access system. D4: model number updated to 10366. D4: catalog number updated to 10366. D4: unique identifier (UDI)# updated to (B)(4). Detailed product information was not provided to boston scientific (bsc). We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other specific product information. If additional details become available, a supplemental report will be submitted.